Event description:
Boston scientific received this device was alleged to deplete prematurely after the most recent follow up. A save to disk was sent to technical services for review. At this time this device remains implanted, and no adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Engineering analysis indicated that based on the last programmer parameters the device appears to be depleting prematurely. It was also noted that due to limited date on the patient data disk a memory dump of the device would be helpful.

Manufacturer narrative:
Additional information provided noted that this device was explanted and will be returned for analysis. Upon analysis this investigation will be updated. Upon receipt at our (B)(4) laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observation.

Manufacturer narrative:
Subsequently memory dump was conducted and sent for review to technical services and engineering. The device memory indicated no resets and there were no indications that the device depleted prematurely. It was also noted that the charge times are at the limit for declaring elective replacement time (ert), indicating that the device will be declaring ert soon. Further, technical services discussed sending the device back for analysis upon a revision procedure. At this time this device remains implanted. No adverse patient effects were reported.